Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: ethnic & sex disparities in type b aortic dissection patients undergoing thoracic endovascular aortic repair: an international perspective bashir et al, ann vasc surg 2023;94: 68¿79. Https://doi.org/10.1016/j.avsg.2022.12.073 a2: mean age. A3: mean gender. D6a: exact date of implant unknown date of publish used for incident date in section b:3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic stent grafts (unknown brand) were implanted during the endovascular treatments of tbad on unknown dates. The following adverse events were reported: 6 deaths due to unknown cause and 1 death due to retrograde type a dissection. There was no alleged device malfunctions that led to the deaths. The cause of the deaths are undetermined.